Manufacturer narrative:
A ge representative evaluated the system and charged the batteries. The customer was advised to replace the batteries. The system operates as intended.

Event description:
Customer reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.